Event description:
Nurse anesthetist (crna) was pulling medications from anesthesia rx dispensing machine. The machine and dispense screen froze 3 times. Crna had to log off and log back in and was then able to dispense medications. This was at the beginning of a case before they administered any anesthetic medications/care. Aesynt was called to report this issue as well as the pharmacy.